Manufacturer narrative:
Model # and PMA/510k are unknown. No product information has been provided to date. Device manufacturer date is not available as the provided serial number is not valid. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is alarming and the screen is blank. The keypad does not resolve or silence the alarm. The battery was removed and reinserted, but the alarm returns immediately when the battery is inserted. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: no product was returned however the pumps operators manual in section the alarms and messages section describes all possible alarms and messages the pump can display along with possible causes and remedies. The user should first consult with the operator's manual for an alarms or messages displayed and with the other sections of the manual appropriate to the perceived problem they are having. The device should be returned to the manufacturer if the problem persists. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: h4: mfg. Date. 12-feb-2013.